Manufacturer narrative:
Device eval of monitor sn (B)(4) is underway. The reported problem (resetting) has been confirmed. Upon investigation the monitor was resetting. A root cause investigation is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was resetting.